Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture and loss of sensing. X-ray revealed that the lead had perforated the heart. The lead was explanted and replaced without complications on (B)(6) 2015. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).